Event description:
The customer contacted beckman coulter inc (bec) to report a leak inside the lh500 instrument analyzer, the customer stated was running samples and received wbc voteouts. The customer also noted a liquid leak around the wbc count line but could not locate the source of the leak. Later on the same date the customer reported a drip at the blood sampling valve (bsv). The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. A field service engineer (fse) replaced the wbc count line and fitting and; cleaned the bsv. Based on the information provided the root cause can not be determined; however the fse was able to resolve the leak issue by replacing the wbc count line and fitting; and cleaning the blood sample valve (bsv).

Manufacturer narrative:
(B)(4).